Event description:
It was reported that the patient passed away. No cause of death was provided. Attempts to obtain additional information have been unsuccessful to date.

Event description:
An online obituary identified that the patient passed away from natural causes at her home. Further follow-up revealed that the patient was found face down on the floor of her apartment. The patient had passed away and their were no signs of foul play. The death certificate noted that the patient passed away from natural causes and the immediate cause of death was listed as acute myocardial infarction with a significant condition contributing to the death as being obesity. It was reported that no autopsy was performed. It was reported that it was not known the patient was implanted with vns and the patient was cremated without device explant.